Event description:
It is reported that the patient is experiencing a patella fracture. A revision surgery is planned.

Manufacturer narrative:
Device history records could not be reviews as the part and lot numbers are unknown. No devices or photos were rec'd; therefore the condition of the components is unk. This device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.